Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), back pain ("back pain") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the perforation, back pain and pelvic pain outcome was unknown. The reporter considered back pain, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.